Event description:
A medical center respiratory therapist reported that reusable biopsy forceps wires broke during three different bronchoscopy procedures as the physician was attempting to take biopsies (of lung mass). Procedures were completed with different forceps. There were no complications related to the occurrences.